Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. At the time of the event her blood glucose level was 260 mg/dl. Further, as she ate her dinner, she reported that they only got a portion of food bolus because infusion set tubing disconnected at the coupling housing. Further, they changed the infusion set. Moreover, on (B)(6) 2022, her infusion set's tubing detached/broken at the site connector again. At the time of this event her blood glucose level was 128 mg/dl. The infusion set had been used for twenty-four hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.